Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a precharge error and would not boot up. No patient injury was reported.